Event description:
The customer reported that the system will not always boot up. The cord is loose where the c-arm plugs into the monitor and also an error code is displayed. This is a mechanical problem or something similar. When the cord is jiggled, the patient information entry screen does not come up.